Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a new pacemaker had three syncopal episodes since implanted. The indication for implant was for sudden loss of av conduction. Device review found programmed to from ddd with minute ventilation (mv) turned off, and no threshold tests had been performed. The physician wanted to turn the sudden brady response feature on, and recheck the patient again in three months. The thresholds and cause for syncope remain unknown, however additional information was requested. The device remains in-service. No additional adverse patient effects were reported.